Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device, a tear was observed on the anterior expanding to the posterior aspect, measuring approximately 5.6 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side breast implant deflation and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast augmentation with 350 cc mentor smooth round moderate profile on both sides and experienced right side breast implant deflation and capsular contracture; baker grade unknown. The patient also experienced device migration on the left side. As a result, the patient underwent bilateral explantation and replacement with catalog number: 3502550; serial number: (B)(4) on the right side and with catalog number: 3502550; serial number: (B)(4) on the left side on (B)(6) 2020. This report is for the patient¿s right-sided device.